Manufacturer narrative:
The sodium electrode lot number was dbt with an expiration date of 28-dec-2025. The chloride electrode lot number was bcb with an expiration date of 12-aug-2025. The field service engineer found the sipper nozzle was clogged and replaced the sipper nozzle. He ran ise checks, calibration, and qc. All results met specifications. Operational and/or mechanical checks passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results for approximately 19 patients from the cobas 8000 cobas ise module (double) analyzer. Data was provided for one patient. The initial sodium result was 126 mmol/l, and the repeat result was 143 mmol/l. The initial chloride result was 93 mmol/l, and the repeat result was 104 mmol/l. The repeat results were believed to be correct.